Event description:
A 2.5 x 14 fixos screw sv14 broke at the proximal threads at final insertion.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.